Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 445 mg/dl. The customer reported an insulin flow blocked alarm. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did troubleshoot the issue and found an infusion set bent cannula. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.